Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was implanted during an esophagogastric stent implantation procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a stenosis due to ge junction cancer. The patient suffered from dysphagia. The physician's diagnostic impression was ulcerated gastric cancer. It was noted that the fundus appeared infiltrated and ulcerated related to the known malignancy. The stenosis was located at 36cm down the esophagus from the dental arch, and was 4cm in length. During the procedure, the patient was monitored for pulse oximetry, continuous ECG, blood pressure, and o2 by nasal tube. The stent system was unable to cross the lesion. The stenosis was dilated with a non-bsc dilation candles. The target site was marked with a clip. The stent was deployed at 32cm down the esophagus from the dental arch following repositioning maneuvers. The complainant noted that the stent was fully reconstrained when it was repositioned. Post deployment, the physician noted that an x-ray image of the proximal end of the stent appeared unusual so an endoscopy was performed. Under endoscopic visualization, a fold was noticed within the stent at 36cm down the esophagus, partially compromising the stent lumen. The stent was then dilated through the scope with a maxforce 18mm balloon dilation catheter. The dilation did not completely resolve the issue but the "final lumen was acceptable." The stent was left implanted within the patient. The physician has concerns over leaving the stent implanted with the fold, but does not plan to perform any additional intervention. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be stable and safe.

Manufacturer narrative:
(B)(4) - the reported event of stent failed to expand. A medical review of the endoscopic image of the stent confirmed that there does appear to be some internal folding of the stent. The image is consistent with the reported event. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.